Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the tubing. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection. The patient replaced infusion sets and resumed insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5412101, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5412101 was manufactured according to the work instruction (wi) version 101 and manufactured in the line 2 on 05/feb/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) 1555100 was opened during the related processes. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during production not related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.